Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular safety pacing was seen due to p-wave sensing. The clinician was able to program around over sensing by adjusting ventricular sensitivity. The patient complained of increased edema. The device remains in use. No patient complications have been reported as a result of this event.